Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on the proper use of insulin. The customer replaced the pump supplies and resumed insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.